Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify failed battery test alarm due to blank display. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery test failed alarm during normal use. Customer stated that the battery cap contacts were neither missing nor damaged, however battery compartment and spring were corroded. Customer was advised to insert new battery but alarm reoccurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.